Manufacturer narrative:
By checking the manufacturing chart of the lot#s involved, no anomaly was found. This is the first and only complaint received with these lot#s. We will submit a final MDR once the investigation will be completed.

Event description:
Revision surgery due to pain and loss of range of motion performed on (B)(6) 2019. Primary surgery was performed on (B)(6) 2016. During surgery, liner l1 1377.50.005 lot#15at1gp was found to be broken and dissociated from its metal back component 1375.21.005 lot#1512878, which still retained a piece of broken polyethylene in the central peg. According to the info reported, black metallosis was found at the articulating surface.